Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, the day of the implant procedure, the implantable cardiac monitor (icm) possibly detected a false pause episode due to noise. A further false pause episode were believed to be due to noise and undersensing. The device also detected possible false atrial fibrillation episodes due to noise and oversensing. The device remains in use. No patient complications have been reported as a result of this event.